Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the cannula to deploy or determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that after wearing a pod over 4 hours, his blood glucose result was "high" (>500 mg/dl) on his pdm. When he removed the pod, he noticed that the cannula did not deploy.